Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The occlusions seemed to occur after the tubing or site were exposed to the sun, heat or after a run. The customer's blood glucose level was not impacted. After the alarms, the customer would change the infusion set site and the occlusion was resolved. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer uses novolog in the cartridge for 3-4 days.